Event description:
The customer stated that he tried to test his blood glucose 4 times, but the test strips would not sip in his blood sample. The customer was unable to test and he passed out when his blood glucose dropped to low. Paramedics were called, and they treated the customer with i.v. Glucose when they arrived. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.